Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump infusion set had foreign matter in the fluid path. The following information was provided by the initial reporter: black substance found on IV tubing by rn. Rn was going to hang a med with the bd alaris pump infusion set 10942011 lot: 25125085 and found a black, speckled material at the enclosed spike. Additional information: can you please provide an exact date of event in format dd-mmm-yyyy? 06-02-2026. If possible, could you please provide picture samples for investigation? No pictures available.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.